Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 occurred after filling the cartridge. Reportedly, the customer does not remember if the cartridge was filled out of the prompted screen. There was no impact to the customer's blood glucose level. The customer was able to load a cartridge and resume insulin delivery.